Manufacturer narrative:
The customer report of a failed preventative maintenance was confirmed during the service activity. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the customer report of a failed preventative maintenance was determined by service to be due a calibration issue. The device was recalibrated for rate accuracy and pressure with passing results. The proximate cause of the bezel assembly, and rear case component damage was reported by service to be due to customer damage. The air-in-line assembly was evaluated for the air-in-line recall by service and was determined to not be affected.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure) issue.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the customer report of a failed preventative maintenance was determined by service to be due a calibration issue. The device was recalibrated for rate accuracy and pressure with passing results. The customer report of a failed preventative maintenance was confirmed during the service activity. There was no reported patient injury. This device is used for therapeutic purposes.